Event description:
The patient experienced a cardiac tamponade.It was reported that during a percutaneous myocardial ablation a FARAWAVE was selected for use. During procedure, flower bias could not be obtained just before PFA energization, so it was removed outside the patient. An abnormal catheter shape was observed, so the catheter was replaced. When inserting the FARAWAVE after removing the air with the FARADRIVE sheath, blood could not be aspirated, and negative pressure was observed. After that, flushing of the FARADRIVE was performed again outside the patient while the wire remained in the left atrium, but no thrombus was observed. When FARADRIVE and FARAWAVE were inserted into the left atrium and PFA was applied, the blood pressure dropped, and cardiac tamponade occurred. Drainage was performed. The patient was returned to the room with stable hemodynamics. The loop of the FARAWAVE catheter was bent vertically when formed into a flower shape. There was a possibility that the FARADRIVE sheath had contacted the cardiac wall. It was considered that excessive force may have been applied, causing injury to the tissue. The procedure was discontinued due to other reasons.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.